Event description:
Patient's lead and generator were replaced due to the high lead impedance. Explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Patient presented with high impedance and low output current. It was noted that there was likely displacement of leads. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.